Manufacturer narrative:
The logs for the navigation system were reviewed by medtronic personnel. However, the logs provided no additional insight into the probable cause of the anomaly. The software investigation found that a probable cause was unable to be determined without further information since the on-going investigation proved to be inconclusive based on the information provided.

Manufacturer narrative:
Patient information was unavailable from the site. No parts have been received by the manufacturer for evaluation.

Event description:
Medtronic received information regarding a navigation device being used for a functional endoscopic sinus surgery (fess) procedure. It was reported that the surgeon had an imprecision of 3.7mm. An imaging system was used to scan the patient. The surgeon completed a touch registration, which they used to mark a burr hole location aligned with the plan. Then, switched to the imaging system auto-registration for that same scan. When they went to navigate to the marked burr hole location, the surgeon observed that the software reported the probe was 3.7mm posterior of the plan. They elected to continue with the case using bone fiducial registration. There was no reported impact on patient outcome. There was a reported delay to the procedure of less than 1 hour due to this issue.

Manufacturer narrative:
A software analysis was initiated to determine the probable cause of the issue through log analysis. Analysis found that the reported event was related to a software issue. This issue was documented in a medtronic navigation software anomaly tracking database.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received. The procedure type being performed was an electrode and probe placement procedure.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.